Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead patient. (B)(4).

Event description:
Information was received from a trial patient and it was reported that the patient started their trial on (B)(6) 2016. The patient reported that they were not feeling stimulation at all on the left side trial lead, no response at all. The patient reported severe left hand pain and shocking with left side lead usage. The patient also reported that there was no change in daytime symptom control, only improvement at night. The patient reported that she drinks a lot of water with her supplements and that she had no daytime control but went from getting up 2-3 times per night to not at all. It was noted that the therapy was on. There were no falls or traumas related to the issue. The patient reported that stimulation was too strong when sitting. The patient reported that changing to the right side lead resolved the excruciating pain and electrical shocking sensation of the left hand but it was not completely gone, just much better. The patient reported that she was told to use the right side lead only because the left side had no response at all. The patient reported that the pain and shocking in the hand felt like the nerve pain she had when she had her historical car accident (2013) prior to nerve repair surgery in her left hand. The patient reported that the pain in the left hand was hitting where the fingers connect to the palm. The patient reported that the pain was much better where she can tolerate it but still present after changing to right side lead. The patient also reported that she could only feel stimulation when laying down or sitting.